Manufacturer narrative:
Image evaluation summary; four (4) photos of the device were received. The photos capture the damage observed on the returned device. The product details on the handle label match that reported by the account. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that the physician used a large force to attempt to deliver the device. It was reported that there was no significant calcification and the access vessels had a diameter of approx 7 mm. It was suspected that the device could not be inserted due to the damage present on the delivery system. Device evaluation summary: a gap of 1.5mm (fail) was observed between the taper tip and the graft cover tip; specification is 0.5mm. Kinks were visible on the graft cover 4.3cm and 12.4cm proximal to the tip. The graft cover tip material was flared and damaged indicating it may have been stubbed during analysis. The device was tracked over a 0.035-inch glide wire with no issues noted. Analysis of the returned device could not determine a root cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: the device was checked before attempted implantation and it was found that the tip and the front end of the conveyor were not tightly fitted. The device was then attempted to be inserted into the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for an endovascular treatment of a 58mm abdominal aortic aneurysm. It was reported that during the procedure the stent graft limb enlw1220c120ee could not be inserted into the patient. No stenosis was noted in the patient¿s femoral artery or the external iliac artery. When the delivery system was removed, after repeated attempts, there was damage noted to the tip of the delivery system. A new stent graft limb was used to complete the procedure. As per the physician, the cause of the event was suspected to be due to the tip not being tightly attached. It was reported that this was a product quality issue. No additional clinical sequelae were reported and the patient is fine.